Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and stated that she was concerned over an issue with the device as she has experienced syncope and her blood pressure has been inconsistent. The patient noted that she has been to the emergency department three times and they have requested her to visit with her primary care physician. The patient stated that she lives too far from her physician. Ts continually repeated that the patient should be seen by her physician for a device interrogation. No additional information was available and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.